Event description:
It was reported the pt is experiencing pocket heating with stimulation on. Pt turned off the system and went to bed. When he woke up the ipg site was no longer hot. The pt is currently refusing to use his scs system. F/u info identified the pt experiences groin pain and the surrounding ipg pocket area is extremely hot when he turns the system on. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.